Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during pm, the cs300 intra-aortic balloon pump (iabp) batteries failed to hold charge and did not last through the pm procedure, indicating degraded or failing batteries. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e2, e3, e4. Fse replaced main two (2) battery, sealed lead acid,12v because they did not last for the pm referenced in (B)(4). Unit passed all functional and safety tests performed. Unit cleared for use.

Event description:
N/a.